Event description:
It was reported that during ongoing operation bearing detached from the attachment. At the time of report there was patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of bearing detached from the attachment is confirmed. The likely cause of failure of couldn't be able to determined. However it was also noted that tool can't insert the attachment, so cannot perform the temperature test medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.